Event description:
Pressure injector tubing broke off during injection where the bonding of the two pieces of plastic occurs. The tubing was changed, and it recurred. Tubing from a different lot was used and it worked as expected. There was no injury to the pt from this.